Event description:
During a coronary drug eluting stenting treatment procedure, the delivery balloon for the taxus express2 3.0x32mm stent would not hold pressure. While deploying the stent, it was noted that the atms were dropping. The stent was deployed between 24 and 25 atms. The delivery device was removed and inflated again outside the patients body where it was discovered that there was a pin hole leak in the balloon. There were no patient complications reported. The patient status is listed as "ok".